Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, the customer reverted to an alternate form of insulin therapy. It was reported that the customer experienced an elevated blood glucose (bg) level of 643 mg/dl. High bg cause was unknown. Customer changed infusion set and cartridge multiple times and then gave a manual injection to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. It was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Issue was not address due to pump being replaced for altitude alarm. The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.